Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "check tubing error." Additional notes provided by the facility¿s clinical engineering support services include: "I was able to confirm that a 'check IV set' error occurred when the unit was connected to a pcu. Since that error is usually caused when the pressure sensors start to fail, I replaced both the upstream and the downstream pressure sensors with new ones. That failed to fix the issue, and the 'check IV set' error still went off. Upon further inspection I found that the unit was not reading the door/safety clamp position correctly; it always thought that there was a line in the unit. That is controlled by the air-in-line assembly, so I replaced it with a new one. That fixed the issue and the 'check IV set' error did not reoccur and all the units' sensors were reading correctly. I recalibrated the unit and ran it through all of its pm tests with no other issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿